Event description:
Caller reported that insulin gauge displayed a different amount than expected, specifically a discrepancy in the fill estimate. Caller was experiencing a fill estimate issue, with the pump displaying 26 units instead of the expected 125 units, a difference greater than 30 units. There was no adverse impact to the customer's blood glucose level. Customer had not completed the necessary steps to remove air from the cartridge, so technical support educated the caller on this process. Caller then loaded a new cartridge with guidance from technical support and inspected and cleaned the pneumatic tap. Once the new cartridge was loaded, the difference between displayed and expected values was within the acceptable range, resolving the issue.